Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient¿s pump was removed due to infection. On (B)(6) 2019 the patient¿s pump and catheter were removed. The were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. On (B)(6) 2019 the patient was implanted with a new pump and catheter. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as¿alive ¿ no injury¿. No further complications were reported/anticipated.